Event description:
It was reported that: "hybrid 1214da was inserted into microcatheter (neuroslider), but by removing the hybrid from the microcatheter the doctor has found out, that at the guide wire distal end is apppr. 5 cm torn off. It remained in the microcatheter. The patient was not injured." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference (B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: -the product was returned in its primary and secondary packaging. The microcatheter was also returned. -the proximal part of the hybrid measures 160cm and the rupture(break) point is at the nitinol-inox welding. -the distal end of the microcatheter is kinked. -the distal part of the hybrid was still in the microcatheter, around 1cm from distal end. - it is possible to flush the catheter and was able to recover the distal part of the guide. It measures 40,5 cm. -the hydrophilic coating is very damaged and the proximal end of the spring seems broken. - the product was returned with the microcatheter used during the procedure as a part of the hybrid was stuck inside of it. - the guidewire was returned in two parts, the proximal part of the hybrid measures 160cm. The distal part of the hybrid was still in the microcatheter, around 1cm from distal end. - it was difficult to remove the distal part from the microcatheter, probably because of the residues of crystallized contrast liquid. - after flushing twice the microcatheter, we were able to remove the distal which measures 60cm. - the rupture (break) of the guidewire occurred at the level of the nitinol and stainless-steel welding. The lhr did not highlight any issue which could potentially explain the failure experienced during the procedure. The following controls are performed during the manufacturing of the hybrid: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - a sliding test is performed by sampling. - the welding of the distal spring is 100% control. We have been informed that the microcatheter used during the procedure was a competitor device with 0.021 inch internal diameter. The internal lumen is compatible with the diameter of the hybrid, and the patient anatomy wasn't particularly tortuous. Based on all the information gathered, the roots cause of this issue could not clearly be identified since several parameters that are out of our limits can be related to this issue. However, this failure mode is currently the subject of an internal CAPA to fully investigate the root cause and define the adequate actions avoiding the recurrence of this issue. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "hybrid 1214da was inserted into microcatheter (neuroslider), but by removing the hybrid from the microcatheter the doctor has found out, that at the guide wire distal end is apppr. 5 cm torn off. It remained in the microcatheter. The patient was not injured." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "hybrid 1214da was inserted into microcatheter (neuroslider), but by removing the hybrid from the microcatheter the doctor has found out, that at the guide wire distal end is apppr. 5 cm torn off. It remained in the microcatheter. The patient was not injured." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the product was returned in its primary and secondary packaging. The microcatheter was also returned. The proximal part of the hybrid measures 160cm and the rupture(break) point is at the nitinol-inox welding. The distal end of the microcatheter is kinked. The distal part of the hybrid was still in the microcatheter, around 1cm from distal end. It is possible to flush the catheter and was able to recover the distal part of the guide. It measures 40,5 cm. The hydrophilic coating is very damaged and the proximal end of the spring seems broken. The product was returned with the microcatheter used during the procedure as a part of the hybrid was stuck inside of it. The guidewire was returned in two parts, the proximal part of the hybrid measures 160cm. The distal part of the hybrid was still in the microcatheter, around 1cm from distal end. It was difficult to remove the distal part from the microcatheter, probably because of the residues of crystallized contrast liquid. After flushing twice the microcatheter, we were able to remove the distal which measures 60cm. The rupture (break) of the guidewire occurred at the level of the nitinol and stainless steel welding. The lhr did not highlight any issue which could potentially explain the failure experienced during the procedure. The following controls are performed during the manufacturing of the hybrid: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. A sliding test is performed by sampling. The welding of the distal spring is 100% control. We have been informed that the microcatheter used during the procedure was a competitor device with 0.021 inch internal diameter. The internal lumen is compatible with the diameter of the hybrid, and the patient anatomy wasn't particularly tortuous. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.